Manufacturer narrative:
Correction: describe event or problem. Additional information: manufacturer narrative. Root cause: the root cause for the reported issue of an under infusion-amiodarone was not determined because no products or device logs were returned.

Event description:
Iit was reported during the administration of an amiodarone bolus, the clinician observed that both the secondary amiodarone bag and the primary amiodarone bag were dripping. The primary bag was positioned 9.5 inches lower on the secondary hanger, while the secondary bag was maintained at the recommended height of approximately 20 inches. The clinical consultant suggested lowering the primary bag further, as larger secondary containers or flow rates exceeding 500ml/hr could lead to simultaneous flow issues. There was patient involvement but no harm. Although requested no additional information was provided by the customer, no devices were returned.

Event description:
It was reported by the customer "nurses in both the ccu and 3nw expressed concerns regarding the simultaneous infusion of secondary infusions alongside primary solutions through pumps. In the ccu, a nurse was giving an amiodarone bolus through a secondary line while also infusing amiodarone as a primary solution. During the administration of the amiodarone bolus, the nurse observed that both the secondary amiodarone bag and the primary amiodarone bag were dripping. The primary bag was positioned 9.5 inches lower on the secondary hanger, while the secondary bag was maintained at the recommended height of approximately 20 inches. Meanwhile, nurse mohammad from 3nw reported that he was delivering etoposide through a secondary infusion, noting that the etoposide was dripping concurrently with the primary flush line. The etoposide secondary infusion was also correctly placed 9.5 inches above the primary flush line and around 20 inches above the pump. The clinical consultant suggested lowering the primary bag further, as larger secondary containers or flow rates exceeding 500ml/hr could lead to simultaneous flow issues". There was patient involvement but no harm. Although requested no additional information will be provided by the customer, no devices will be returned.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.